Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during wound therapy, a head of the charger of a renasys go was observed to be stuck inside. The customer stated it looked "like a toilet paper roll" and that she noticed when she saw a spark. It is unknown if/how therapy was completed. No further information is available.

Manufacturer narrative:
H3, h6. The device was returned for evaluation confirming the reported event. A visual and functional evaluation was performed the plastic guide was observed to be broken, the device was observed to spark, when plugged in and power applied. A causal affect of this defect was the device could not be charged. A documentation review was performed. Historical review has revealed previous cases of a similar nature, there are no open nor closed escalation actions within the scope of this event type. Risk management files adequately mitigate the event, no updates are required. The manufacturing records reveal no contributory factors, the records detail this device met the finished product specification prior to release into distribution. The probable cause for the sparking observed is that the dc inlet port had become worn form use rendering the component defective. No manufacturing quality concerns have been observed, therefore no corrective actions are deemed necessary, smith and nephew will continue to monitor for adverse trends.

Event description:
It was reported that, during wound therapy, a head of the charger of a renasys go was observed to be stuck inside. The customer stated it looked "like a toilet paper roll" and that she noticed when she saw a spark. It is unknown if/how therapy was completed. No further information is available. Upon product evaluation, it was determined that the dc inlet port (the part observed to be stuck inside) has become worn from use and caused the arcing/spark.